Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product was returned, but its packaging content was not returned. From the returned product evaluation it was determined that, no packaging is attached to taper stem. Photos were received which show the packaging may be sticking on the implant, but without product return this cannot be determined due to the quality of the images. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty, the surgeon went to open the inner packaging, and the device adhered to the package. The surgeon decided not to use the device and opened a new prosthesis to finish the procedure.